Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. A replacement power supply was sent to the customer. The system was found to be working as intended following replacement. The system was put back into service.